Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and that he had to replace the battery and set the time and date. The customer was able to rewind the insulin pump. The blood glucose reading was 431 mg/dl. The drive support cap was normal and recessed and the insulin pump had not been exposed to a strong magnetic field. The insulin pump history showed one motor error alarm and one reset error alarm. The manual prime and displacement test were both successful with no recurrence of the alarm. The insulin pump had not been stored or out of use for an extended period of time. The customer was unsure of how long the battery was dead inside of the insulin pump and that he went through six batteries to get it to come back on. The customer reported that he had to change the batteries because the display had gone blank. The customer was advised to insert a new battery and reported that the display returned and was advised to monitor the insulin pump.